Event description:
Caller reported an alarm 2 due to an occlusion event that occurred earlier in the day. Blood glucose level was within normal range and did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin.